Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the electrophysiology lab with an alert for low pacing impedance in their right ventricular lead. The lead was capped and replaced on (B)(6) 2020. The patient had no complications or injuries as a result.